Manufacturer narrative:
On 26-aug-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Note: for field e1. Initial reporter facility name should be ¿(B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool smarttouch sf catheter, the patient experienced blood pressure dropped, and pericardial effusion treated with pericardiocentesis with removal of 800ccs and prolonged hospitalization. Initially, it was reported that before the procedure began the carto had a 1006 back patch sensor error. The green and yellow cable were swapped, and the issue followed the green patch cable. It was replaced and the issue resolved. Then, after a few ablations, the patient¿s blood pressure dropped. Using ultrasound a pericardial effusion was noted. A pericardiocentesis was performed and approximately 800ml of fluid was withdrawn, and the patient stabilized. No further intervention was planned post procedure. Additional information was received indicating the physician¿s opinion on the cause of this adverse event was maybe the right ventricle (rv) catheter. The patient¿s outcome of the adverse event was reported as fully recovered. The patient required a few days of extended hospitalization. The energy delivered was radio frequency (rf). 4 catheter exchanges occurred during the procedure. 6 transseptal puncture sites were performed during the procedure. The ablations performed within the pulmonary veins was 0, and 4 performed outside the pulmonary veins. The customer's reported ¿1006 back patch sensor error¿ is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote.

Manufacturer narrative:
A patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool smarttouch sf catheter, the patient experienced blood pressure dropped, and pericardial effusion treated with pericardiocentesis with removal of 800ccs and prolonged hospitalization. Device evaluation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).